Event description:
It was reported there was a motor stall. An error code 8476 was noted on the personal therapy manager (ptm). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835. Product type: programmer, patient. (B)(4).